Event description:
Note:this report pertains to the first of four devices used during the same procedure. Please refer to manufacturer report #6000043-2007-00146, 6000043-2007-00147, 6000043-2007-00148 for the other related devices. On december 5, 2007, it was reported to boston scientific corporation that a contour vl stent was used in a bilateral stent placement procedure on a female, occurring on three days earlier. The indication for the procedure was occluded ureters. The pt's weight is unk. According to the complainantt, the pt's ureters "were not in good condition to begin with". The contour stent was placed on the left side using a bsc amplatz wire (catalogue #46-523 lot #9428227). During removal of the wire, the physician encountered difficulty causing him to use extreme force to remove the wire. Consequently, the stent buckled and the wire uncoiled. The physician then used a bsc bentson-type wire (#620-125 lot# 01770747) to push the stent back into the kidney. According to the complainant, when pacing the stent on the right side, the same event occurred. By this time the bladder was full of blood and the physician could not see the ureteral orifice. According to the physician, "the pt had prolonged procedure and less satisfactory final stent position due to stent problems - she is extremely ill from her hematological malignancy". The complainant also indicated pt outcome as trauma to the bladder and ureters and prolonged anaesthetic. The physician indicated that the blood in the bladder was not related to the event, but related to the pt's condition.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation since it was disposed of; therefore, a failure analysis is not available, and we are not able to determine if the device met specification.